Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer reference number 1627487-2020-31895. Related manufacturer reference number 1627487-2020-31900. It was reported that patient had infection at the site of their extension and was prescribed oral antibiotics. Patient underwent surgery on (B)(6) 2020 wherein their system was explanted. Implantable pulse generator is not reportable as the infection was at the extension/lead site. Patient is stable.